Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was displaying an e5 error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device the device had unintended activation/motion, and was generating heat. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the device was displaying and e2 error code (handpiece lock engaged), the device had unintended activation/motion, was making excessive noise, and was generating heat. It was further determined that the device failed pretest for safety assessment, noise assessment, and temperature assessment. It was noted in the service order that during an unspecified surgical procedure the device was showing error e5 (fault in handpiece) while connecting to the console. It was reported that there were no surgical delays. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.